Manufacturer narrative:
The pod was received for evaluation fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The pod was received with no evidence of blood on the device. Investigation under magnification found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. An alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm is a safety feature of the device and not a failure of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated there was an alert that woke them up in the middle of the night with a delivery restriction. When they noticed the bg levels were high, they gave themselves insulin injections. Upon removal of the pod, the injection site on their abdomen had a faded bruise and the cannula was found to be bent with some blood on it. The reporter stated a new pod was applied.